Event description:
It was reported that the right ventricular (rv) pace/sense lead was exhibiting t-wave oversensing (twos), causing inappropriate therapy to be delivered from the separate high voltage rv tachy lead. The pace/sense lead was reprogrammed but the twos persisted. It was later reported that the patient underwent a stress test with poor results. An angiogram was completed and two stents were placed. The physician feels this will resolve the twos. The pace/sense and high voltage leads both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2009; a d224trk, implantable cardioverter defibrillator, (B)(6) 2010; a 6947, implantable tachy lead, (B)(6) 2010; a 4195, implantable pacing lead, (B)(6) 2010; unknown stents. (B)(4).